Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at the time of incident and other was 324 mg/dl. The customer changed infusion set due to insulin flow block alarm. The customer reported that the infusion set cannula became bent. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.